Event description:
Additional information received reports the cause of the event was unknown. The device was not on but the patient reporting pain. A (kub) kidney, ureters and bladder MRI/x-ray/ctscan was performed on (B)(6) 2014 and noted as normal. It was noted ¿multiple¿ under revision/surgical description/results. It was reported that the patient did not require hospitalization due to the event and no injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va05sc4, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the caller reports a shocking or jolting sensation. The caller was the patient's "personal assistant" and asked if it was "normal to have a very high level shock randomly at any time?" Caller states that the patient has random shocks during various activities ranging from sitting, standing and its sometimes at night and sometimes at lunch. After speaking with the patient, the caller says that he was under the impression that this shocking has been happening a lot, but the patient told him that this only happened once during lunch "sometime last week". Caller said that he thought she "was getting big bites off and on but I guess she is not.¿ the caller reports an overstimulation sensation. Caller asked "how often do they fire off"? The caller says that 'right now if you have the device turned high enough, it happens in seconds it¿s not like its once an hour. As you increase the intensity that pulse gets more intense". It was reviewed if the patient was feeling uncomfortable from the therapy she should speak with her hcp (healthcare provider). The caller said that "one doctor said she should really feel it and the other doctor said she should only feel it slightly. She has it turned down a lot right now but she does get these very sharp bites from time to time and I guess when it happened last week it was turned down low but she says she does get very intense pulses and bites from time to time".

Event description:
Additional information received reports that the patient had surgery on (B)(6) 2013. The operative note stated that they "replaced non-functioning battery and non-functional lead." The healthcare provider said the entire system was removed and re-implanted. The healthcare provider was asked if there were any device malfunctions seen or suspected. The healthcare provider said she did not know and that she would need to have their pa (physician assistance) call back to answer those questions.